Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-1087. It was reported the pt is no longer receiving effective stimulation and is experiencing unintended stimulation in her abdomen and ribs. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and showed the leads have migrated. Surgical intervention is pending to address the issue.